Event description:
Overdelivery due to incorrect medication vial being used in the device. The pump had been in use infusing morphine 1mg/ml, continuous plus patient controlled analgesia mode, 5mg/h, patient controlled analgesia dose of 1mg with a 10 minute pt lockout and a 25mg 4 hour limit for several days without incident. On 01/05/99 or 01/06/99 (exact date not recalled by reporter) a nurse inadvertently placed a 5mg vial in the pump at the above settings. The error was noted soon afterwards and the vial was switched out for a 1mg/ml vial. The pt did not experience any adverse effects. Then, on 01/07/99, the same event occurred with a 5mg/ml via being placed in the pump. This time the pt became somnolent with diminished respirations. She rec'd one dose of naloxone 0.4mg and responded quickly without any adverse sequelae. No additional info was available.